Manufacturer narrative:
The manufacturer previously reported information alleging that a ventilator turned off unexpectedly, on a ventilator dependent patient, while operating on a detachable battery while the infant patient was asleep. It was reported that prior to the event no "depletion battery alarm" was heard. The reporter did state that an audible alarm with a visual red warning light flashed 1-2 seconds prior to the device unexpectedly shutting off. The volume of the audible alarm was reported to be set at "medium". The reporter alleges that all batteries for the device were fully charged overnight through ac power. No specific patient harm, serious injury, or intervention reported at this time. The device settings were CPAP passive mode of 10 cmh20, autotrak sensitive, and the circuit disconnect alarm was set to 5 seconds. It was reported that the infant patient was using an adult circuit via a drilled tracheostomy mount, plain tubing with a heat moisture exchanger (hme). The device was returned to the manufacturer for evaluation. The event log from the device was reviewed and noted error codes recording the reported event in the log. Engineering completed investigating the batteries and found no issues with either. The batteries were reinstalled in the device. Therapy was started with a CPAP mode at 25 cmh2o and after 10:55 minutes, a breath was simulated and the device started alarming for batteries completely depleted, while the batteries were fully charged. The device then corrected itself and displayed the correct charge level of the batteries. Although the device did not power itself down during testing, per the event log the device did alarm for depleted batteries and then shutdown with a soft power fail at the time of the reported event. It was confirmed that the operation of the buzzer and the speaker function as designed. It has been concluded that the device was unable to properly read the charge level of the batteries. The software will need revised to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a ventilator turned off unexpectedly, on a ventilator dependent patient, while operating on a detachable battery while the infant patient was asleep. It was reported that prior to the event no "depletion battery alarm" was heard. The reporter did state that an audible alarm with a visual red warning light flashed 1-2 seconds prior to the device unexpectedly shutting off. The volume of the audible alarm was reported to be set at "medium". The reporter alleges that all batteries for the device were fully charged overnight through ac power. No specific patient harm, serious injury, or intervention reported at this time. The device settings were CPAP passive mode of 10 cmh20, autotrak sensitive, and the circuit disconnect alarm was set to 5 seconds. It was reported that the infant patient was using an adult circuit via a drilled tracheostomy mount, plain tubing with a heat moisture exchanger (hme). The manufacturer's investigation is ongoing. At this time the device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.